Event description:
A report was received that the patient was charging the ipg frequently. The patient will undergo a battery revision.

Event description:
A report was received that the patient was charging the ipg frequently. The patient will undergo a battery revision.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg passed all the required tests and revealed no anomalies. Device exhibited normal charging and discharging characteristics.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure. There is no further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was charging the ipg frequently. The patient will undergo a battery revision.

Event description:
A report was received that the patient was charging the ipg frequently. The patient will undergo a battery revision.

Event description:
A report was received that the patient was charging the ipg frequently. The patient will undergo a battery revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.